Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is to capture the revision surgery reported in (B)(4). It was reported that the surgeon carried out an attune revision removal (femoral/tibial components with fully porus sleeves and 60mm pressfit stems). The patient had an infection. Doi: unknown; dor: (B)(6) 2021; unknown knee.